Manufacturer narrative:
According to the facility on 04/19/2024 "the 27g needle from the pain tray was inserted into the patient's lower back, the needle was inserted up to the hub and when the physician attempted to adjust the needle from the side to side the needle broke off of the hub". Per the facility "the needle was unable to be removed and the patient was transferred to the hospital for surgery". The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 04/19/2024 "the 27g needle from the pain tray was inserted into the patient's lower back, the needle was inserted up to the hub and when the physician attempted to adjust the needle from the side to side the needle broke off of the hub".